Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, machine flow sensor, three-way valve and proportional valve (aecm) were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, machine flow sensor, three-way valve and proportional valve (aecm) were replaced to address the issue. The system board, machine flow sensor, and solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, machine flow sensor, and solenoid valve functioned as designed and operated without issue or error codes.